Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with near vision; blurry to arm's length. The iol was exchanged in a secondary procedure. Additional information was provided by the initial reporter that the lens was exchanged for a different model with 0.5d difference in power.